Event description:
The hcp reproted that the device was explanted due to "battery depletion" after an unk implant duration. No patient symptoms were reported. The device was replaced with a similar device. A follow-up report will be sent if additional information becomes available.